Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
After trial reduction by using the reported devices, the surgeon found green plastic pieces in the trial liner and removed them. They found scratches on the trial head. The pieces have the same color as the trial head, so it is likely the trial head has chipped off. After the surgery, they also found a flaw-like mark(s) on the surface of the trial liner. They suspected the trial liner might chip off the trial head during trial reduction. It was reported that no broken piece was left in the patient&#38112;body. The surgery was completed with a three-minute delay. There was no harm to the patient.

Manufacturer narrative:
Additional narrative: lot #; device available for evaluation; manufacture date. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.